Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade approximately 0.12" from the base. The broken piece was not returned. During testing on an in-house system, the instrument passed recognition and engagement tests. The clamp arm functioned properly, and opening and closing performed as intended. The complaint was confirmed by failure analysis. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and additional information was provided: the clamp arm with the teflon pad appeared to be broken in one of the images. It "turned back" a little bit too much, more than it should be able to, away from the other clamp arm. Also in the image, it appeared to be in contact with the rest of the instrument still.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace could not be used as the instrument had trouble opening and closing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the harmonic ace instrument had a fragment break off and fall inside of the patient. The fragment was removed by the assistant after visualizing it through an endoscope. The debris was thrown into the biohazardous waste by the nurse as the supply room does not sterilize debris. It was unknown if the patient had returned to the hospital.